Manufacturer narrative:
At the time of this report, no device was returned for evaluation. Complaint could not be confirmed. Device not returned to manufacturer.

Event description:
It was reported that the doctor experienced a broken capsule while using an mst I/a tip during surgery. No vitrectomy was required, and the patient was reported to be doing fine post-op.

Manufacturer narrative:
The returned device has been tumbled and has no sharp edges. The sleeve was correctly installed on the cap and the cannula. The tip meets all specifications. Complaint cannot be confirmed.